Event description:
It is reported that the surgeon impacting the liner as he does normally, on second hit the impactor broke.

Manufacturer narrative:
Evaluation: the post may have fractured due to high, repeated impaction forces. In order to potentially improve the performance, the material has been changed to one that is less notch sensitive. The exact cause cannot be determined with certainty. As returned, the pin on the impactor has fractured at its base. The device manufacturing records are intact and conforming, indicating the device was manufactured to specification.